Manufacturer narrative:
Correction b5: it was reported that seven (7) spectrum infusion pumps over-infused tpn (total parenteral nutrition) during patient infusion. It was further described that the infusions ended 1-1.5 hrs early. There was no report of patient injury or medical intervention associated with this event. No additional information is available. Additional information h11: additional information was received to indicate that two (2) of the device serial numbers are (B)(6) and (B)(6) however these pumps are not being returned for evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned as the serial number and product code are unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump over-infused tpn (total parenteral nutrition) during use in the pharmacy department that ended 1-1.5 hrs early. There was no report of patient injury or medical intervention associated with this event. No additional information is available.